Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient had been receiving effective therapy. The managing physician was unable to fill the pump since it was flipped. On (B)(6) 2015, a revision was done. The pump orientation was corrected, it was secured with all 4 suture tie-downs, and a mesh pouch was added. The physician believed that the patient's size may have contributed to pump flip as she had a large midsection. The surgery was successful and resolved the issue. The patient had no symptoms or complications associated with the event. The patient status was reported as "alive-no injury". The patient was doing well following the procedure.

Event description:
The physician was having difficulty accessing the center port. He tried several times but was not successful. The patient came in the next day and under fluoroscopy they were able to determine that the pump had flipped. The physician was able to flip it back over manually and refill it without any issues. The patient did not have any symptoms as a result of the event and was doing fine; the patient was receiving good therapy. The device system was delivering morphine.